Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number was provided.

Event description:
It was reported during a revision procedure of the mandible one of the four edges of cruciform screwdriver broke while inserting a screw. The broken piece was retrieved and procedure completed.